Event description:
The pt reportedly experienced pain and facial nerve stimulation. The device was believed to be functioning abnormally. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.